Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax that was 20-25% in size. A chest tube was placed to resolve the pneumothorax, and the patient was hospitalized for two days. The nodule biopsied was 1 cm and located around an area of emphysema. The nodule was visualized using a radial probe and was 1 cm in distance from the pleura. The biopsy results were non-diagnostic. Per the physician, the patient was informed prior to undergoing the lung biopsy procedure, of the high risk of a pneumothorax due to the location of the nodule. The physician believes that there was no malfunction of an ion product or equipment.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if follow-up information is received. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The pneumothorax was 20-25% in size. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for two days. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.